Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2002. Subsequently, a revision procedure was performed on (B) (6) 2010 due to fracture of the locking bar. It was noted during the revision that the polyethylene bearing was worn. The locking bar and polyethylene bearing were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it is fractured at the tab/body junction, with a planar wear surface. A fissure was also noted which suggests the fracture was due to a superior load. The fracture surface appears to be a fatigue fracture. (B) (4)

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.(B)(4)

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2010 due to fracture of the locking bar. It was noted during the revision that the polyethylene bearing was worn. The locking bar and polyethylene bearing were removed and replaced.